Event description:
The customer reported that the system displayed no picture. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power supply two. The system was tested and found to be working as intended and put back in service.